Manufacturer narrative:
(B)(4). This literature article and subsequent complaint was found during a recent post-market surveillance review (pms) of this device. The citation is as follows: ¿antiplatelet premedication for stent-assisted coil embolization of intracranial aneurysms: low-dose prasugrel vs clopidogrel.¿ hyun choi-jung lee-young cho-moon han-won-sang cho-jeong kim-sang an-jong mun-dong yoo-hyun-seung kang - neurosurgery - 2017. Due to the nature of the complaint, the devices were not returned for analyses nor were the sterile lot numbers provided to conduct a lot history review. This MDR report is being submitted for multiple patients (quantity of 2) with no patient demographics or device specifics. This report is related to manufacturer report number 1226348-2018-00544. [Complaint conclusion]: the events were captured in the literature publication ¿antiplatelet premedication for stent-assisted coil embolization of intracranial aneurysms: low-dose prasugrel vs clopidogrel.¿ hyun choi-jung lee-young cho-moon han-won-sang cho-jeong kim-sang an-jong mun-dong yoo-hyun-seung kang - neurosurgery ¿ 2017. The purpose of this study was to compare low-dose prasugrel (psg) with clopidogrel (cpg) in stent-assisted coil embolization of intracranial aneurysms. The study was a retrospective review of 311 aneurysm from 297 patients who underwent stent-assisted endovascular coil embolization of unruptured intracranial aneurysm between november 2014 and march 2017. Among the 297 patients, only 117 patients used enterprise devices. The mean patient age was approximately 57 years with the majority of the patients being female. The types of stents used during the procedure included the following: lvis jr, lvis, enterprise, enterprise 2 or pipeline. It was reported that 17.3% of the prasugrel group and 25.8 % of clopidogrel group received enterprise stents and 20.1% of prasagel group received enterprise 2 stents and 12.4% of the clopidogrel group received enterprise 2 stents. It is not possible to determine if the patients involved in the events actually received an enterprise stent. Most procedures were performed under general anesthesia. The patients received intravenous unfractionated heparin (3000 iu) after femoral sheath placement followed by intermittent bolus of 1000 iu every hour titrated to maintain activated clotting time (act) at 250 to 300 s. It was reported that one patient in the prasugrel group who underwent stent-assisted endovascular coil embolization of an unruptured intracranial aneurysm suffered an aneurysm rupture during the procedure. In the clopidogrel group, hemorrhagic complications occurred in two patients. One patient had an aneurysm rupture during the procedure and the other suffered a right temporal hemorrhage one month after the stent-assisted coiling (sac) procedure. All three patients recovered with no neurological sequelae. There was no additional patient, procedure or device information, including catalog and lot information provided in the publication. The enterprise and enterprise 2 stents remain implanted and are thus not available for evaluation. Additionally, the sterile lot numbers are not known. No further analyses can be performed for complaints reported without a lot number and for which the associated products will not be returned. The study concluded that the use of low-dose psg as an antiplatelet premedication was effective and safe for patients undergoing stent-assisted coil embolization of unruptured intracranial aneurysms. With lower pru and higher percentage inhibition values in the psg group, there was a remarkable reduction in the rate of thromboembolic complications without an increase in the rate of hemorrhagic complications. Based on minimal information provided in the article as related to the event, the causes of the event cannot be conclusively determined. Hemorrhage and aneurysm rupture are known procedural complications associated with the enterprise stent and stenting procedures. The root cause of the event cannot be determined based on the minimal information provided in the article, and it is not possible to determine if an enterprise stent was actually used during the procedures that involved the adverse events. Multiple factors may have contributed to the hemorrhage and rupture including concomitant devices and aneurysm characteristics. Although no conclusion can be made regarding the relationship of the enterprise and enterprise 2 stents and the reported events, there is no indication that the devices did not perform as intended. As part of the post- market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The events were captured in the literature publication ¿antiplatelet premedication for stent-assisted coil embolization of intracranial aneurysms: low-dose prasugrel vs clopidogrel.¿ hyun choi-jung lee-young cho-moon han-won-sang cho-jeong kim-sang an-jong mun-dong yoo-hyun-seung kang - neurosurgery ¿ 2017. The purpose of this study was to compare low-dose prasugrel (psg) with clopidogrel (cpg) in stent-assisted coil embolization of intracranial aneurysms. The study was a retrospective review of 311 aneurysm from 297 patients who underwent stent-assisted endovascular coil embolization of unruptured intracranial aneurysm between november 2014 and march 2017. Among the 297 patients, only 117 patients used enterprise devices. The mean patient age was approximately 57 years with the majority of the patients being female. The types of stents used during the procedure included the following: lvis jr, lvis, enterprise, enterprise 2 or pipeline. It was reported that 17.3% of the prasugrel group and 25.8 % of clopidogrel group received enterprise stents and 20.1% of prasagel group received enterprise 2 stents and 12.4% of the clopidogrel group received enterprise 2 stents. It is not possible to determine if the patients involved in the events actually received an enterprise stent. Most procedures were performed under general anesthesia. The patients received intravenous unfractionated heparin (3000 iu) after femoral sheath placement followed by intermittent bolus of 1000 iu every hour titrated to maintain activated clotting time (act) at 250 to 300 s. It was reported that one patient in the prasugrel group who underwent stent-assisted endovascular coil embolization of an unruptured intracranial aneurysm suffered an aneurysm rupture during the procedure. In the clopidogrel group, hemorrhagic complications occurred in two patients. One patient had an aneurysm rupture during the procedure and the other suffered a right temporal hemorrhage one month after the stent-assisted coiling (sac) procedure. All three patients recovered with no neurological sequelae. There was no additional patient, procedure or device information, including catalog and lot information provided in the publication.

Manufacturer narrative:
Product complaint # (B)(4). This is a correction. The article and the event spreadsheet were not attached in the initial MDR. This report is to correct the error by adding the article and the spreadsheet. (B)(4).